Event description:
Overdelivery noted during routine biomedical engineering preventative maintenance testing. With an expected delivered volume of 20ml, the pump consistently delivered 22-22.5 ml. There was no pt involvement. There were no reports of any device problems when the unit was in clincal use.

Manufacturer narrative:
Testing and investigation confirmed overdelivery of +5%. Device spcification requires delivery to be +/-4%. It was determined that the pump overdelivered due to mechanical (position height) adjustment.